Event description:
When the product was unpacked it was discovered that the proximal end of the coil was broken. The coil was not used in the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was determined that it was in fact the proximal contact of the wire that broke, not the distal end that was originally reported. The broken proximal contact is not a contiguous part that forms the pusher wire, but a subcomponent located at the proximal end of the pusher wire that works in conjunction with the inzone to complete a circuit cycle during the detachment process. The proximal contact remains outside the patient at all times during the procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
When the product was unpacked it was discovered that the proximal end of the coil was broken. The coil was not used in the patient.